Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device embolization occurred. The patient underwent a left atrial appendage (laa) closure procedure and a 33mm watchman laa closure device was successfully implanted. Post procedure that same day, the patient experienced premature ventricular contractions (pvcs) leading to the discovery of the device in the left ventricle. The patient underwent surgery. The watchman closure device was removed and the laa was surgically closed. There were no additional patient complications reported and the patient was stable.